Manufacturer narrative:
(B)(4). The customer reported to have swapping the liquid crystal display (lcd) displays, and a distorted image remained in the upper screen. The service engineer replaced graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), the backlight inverters, and downloaded the latest software revision to correct the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, the ventilator upper display was erratic, distorted and unreadable. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.